Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the patient presented with st segment elevation myocardial infarction (stemi) with complete av block. The lesion had 100% stenosis lesion with thrombus in the mid distal right coronary artery (rca). A whisper ms guide wire was advanced to the target lesion in the rca and aspiration was performed. Pre-dilatation was performed and a 3.5 x 12 mm xience prime stent was implanted at 10 atm. Post-dilatation was to be performed with a 3.5 x 12 mm nc trek balloon catheter, but the balloon did not inflate. The device was withdrawn and outside the patient anatomy using a new indeflator and attempt was made to inflate the balloon but was unsuccessful. Reportedly, the contrast ratio was 1:1. A new 3.5 x 12 mm nc trek balloon was used to post-dilate the stent. The procedure was successfully completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On (B)(6) 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on (B)(6) 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.